Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.

Event description:
Reporter stated after deploying an ivc filter (not over the wire) and the legs did not open. The filter was floating in the ivc. Tried to open the legs with a catheter/wire, but it didn¿t work and the filter tilted so it was decided to remove it and place a new one. When trying to retrieve the filter, the legs opened but the filter was suprarenal at that point. During the retrieval, the legs would not collapse. One of them even bent and folded on its own completely. Finally, the doctor was able to manipulate and retrieve. A new option filter was placed without issue. No patient injury or complications were reported. Device is available to send back.